Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause of the high bg was unknown. The customer delivered a correction bolus to address high bgs. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the fill estimate was inaccurate. The contact was instructed to reload the cartridge by tandem technical support. Subsequently, the cartridge leaked insulin. The contact loaded a new cartridge to resolve the issues. The customer's blood glucose level ranged from 356-451 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned